Manufacturer narrative:
The device used in treatment was returned for evaluation, a relationship between the report event and device could be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the console failed functional testing with an activated system fault indicator. Cause of lit error led is a defective electronic component. Root cause is determined to be an electrical component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when powered on, the versajet ii console's screen would not turn on. This event happen during treatment. It is unknown how the procedure was completed nor if there was a delay. No patient harm reported.